Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the intensity and pulse width cannot be changed even when the button is pressed like yesterday ((B)(6) 2024). There were no known environmental, external, and patient factors that may have caused the event. When it was attempted to check if the intensity and pulse width values could be changed, ¿set values unavailable¿ was displayed, so the rep told them that it would be a consultation at a medical institution, but it was mentioned that the doctor told them to contact the call center. The issue was not resolved at the time of the report. No symptoms were reported. Additional information was received. It was reported that the "set values unavailable" was caused by an abnormality in the impedance value of number 2 electrode (over 40000 o). The actions taken to resolve the issue were that the stimulus setting was changed on (B)(6) 2024. The "set values unavailable" issue has since been resolved. The "intensity and pulse width cannot be changed" issue was caused by an abnormality in the impedance value of number 2 electrode (over 40000 o). The actions taken to resolve the issue were that the stimulus setting was changed on (B)(6) 2024. The "intensity and pulse width cannot be changed" issue has since been resolved.

Manufacturer narrative:
G2: the country of origin is japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for upper extremity pain. It was reported that the programmed stimulation could not be output due to "lead fracture" and "out of regulation." Impedances were checked on (B)(6) 2024 and it was confirmed that electrode 2 had an open circuit. They stopped using electrode 2 and adjustments were made using a different electrode. Surgical intervention did not occur and was not planned. When asked if the lead was confirmed to have been physical damaged/fractured, or if the report of the lead fracture was simply in reference to the high impedance issue, the representative reported that no physical damage/fracture to the lead was found.